Event description:
After PICC was inserted, pt began to experience cardiac arrhythmia and palpitations. Pt sent to radiology to be examined. Radiologist pulled back the PICC and the symptoms subsided. Pt then began to have pain in they arm. Doctor indicated they had an infection and a "blood clot". The line was removed. Pt is concerned about the length of the catheters and wanted to know why they are so long. Pt's family member, a cheif pediatric surgeon , told them they feel the catheters need to be trimmed to the proper length for each pt.